Event description:
It was reported that the customer had experienced high blood glucose levels of 410 mg/dl. The customer attempted to lower his blood glucose by delivering a bolus, but the customer's blood glucose would not decrease. The customer changed his insertion site after speaking with his healthcare provider and saw that the cannula was clogged with blood. The customer then treated himself with a manual injection and used a new infusion set. It was stated that there was an absence of a no delivery alarm to alert the customer. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.